Event description:
It was reported that the clinician was unable to establish telemetry with the device, there was no output on the magnet response and there were no pacing spikes on the surface electrocardiogram. The last follow up was in 2011. The device remains implanted at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).